Event description:
Received a report from a consumer indicating that during removal of a super absorbency tampon, the pledget and string "seemed as if they were disintegrating" and once the pledget was removed, it "crumbled". Consumer reported she felt no discomfort or pain while wearing pledget or during its removal. No injury reported.

Manufacturer narrative:
We have requested and await consumer's return of product for eval. Lot code info advised by the reporter has been sent to qa for investigation. We await the results.